Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed affected channels. The user did not have good benefit with the device before. The user has hypoplasia on both sides. Reportedly the user may have suffered a trauma. Reimplantation or explantation surgery is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other mechanical damages found are attributable to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements showed affected channels. The user did not have good benefit with the device before. Reportedly the user may have suffered a trauma. There was no change in health or medication and there was no redness or swelling at the site of the implant. The user was reimplanted on the (B)(6) 2022.